Manufacturer narrative:
(B)(4). Batch # p93c1c. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the white tissue pad was fallen off during the procedure. The physician took around half an hour to search the fallen piece in abdomen of patient but failed.the physician changed another device to complete the procedure. Surgery time was extended to 30 minutes. Current status of patient is stable.

Manufacturer narrative:
(B)(4). Batch #: p93c1c. Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no issues were found related to the reported event. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p93c1c. Corrected data: device evaluated by MFR and adverse event problem. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.